Manufacturer narrative:
Testing and investigation found that the device touchscreen did not respond along the left side and center of the display. This was due to the touchscreen being out of calibration and contamination caused by fluid spillage on touchscreen and front bezel. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device touchscreen would not calibrate. The device was returned to the biomedical department from an unk floor with an unsigned note that stated, "touchscreen won't calibrate." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen would not calibrate. No additional info was provided.